Event description:
The customer reported to olympus additional training was needed in terms of reprocessing the oes cystonephrofiberscope. The olympus endoscopy support specialist reported the scope was reprocessed incorrectly, team members were using products not approved for disinfection, and foreign materials remained on the device. The issue was found during the reprocessing demonstration. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation, but the allegation was confirmed onsite. Customer competency was completed and documented. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the facility could not perform reprocessing properly, so the foreign material could not be removed. The foreign material was unable to be identified. Olympus has educated and provided customer feedback and the instructions for use verbiage that indicates proper use. The event can be prevented by following the instructions for use: "chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.